Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time had intermittently been losing time. Cause was not known. Blood glucose was not reported. Reportedly, customer continued to use pump for insulin therapy; manual injections were available if needed.